Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.

Event description:
There is an upcoming revision surgery. The implant is loose. The patient has a tibia fracture, cavities in tibia and talus, and an existing total ankle implant.

Event description:
There is an upcoming revision surgery. The implant is loose. The patient has a tibia fracture, cavities in tibia and talus, and an existing total ankle implant.

Manufacturer narrative:
Please note the correction made to the h6 device code: the reported event was confirmed based on available medical record and health care expert¿s opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿there are cysts at the bone implant interface of the tibial component. Radiologically it is not loose (yet). The talar component has some minor radiolucency at the bone interface. No clear loosening. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cysts around the tibial component. On the other hand talar component shows some minor radiolucency at bone interface. Hence, more detailed information about the talar component, radiographs as well as the affected device must be available in order to determine the root cause. If device is returned or any further information is provided, the investigation report will be reassessed.